Event description:
Reporter indicated that a (B) (4) x5 vns computer was freezing at the interrogation screen. Reinserting the flashcard resolves the screen freezing, but the event continues to recur. The computer and flashcard have been returned and are in product analysis.